Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested additional information and received the following response on (B)(6) 2011: the problem with this device happened before the device was fired or inserted into the patient; the blue auxiliary trocar would not fit into the anvil part of the device. The only issue was that the detachable head assembly and blue ancillary trocar were not compatible (ie. The surgeon said it would not fit into the detachable head).

Manufacturer narrative:
(B)(4). Serial # = (B)(4) (device b). Device (a) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the reported event, it should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. Event described could not be confirmed as the ancillary trocar was inserted into the anvil and removed without any difficulties noted. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the staple retainer was received in good visual condition. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the ancillary trocar was inserted into the anvil without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon could not insert the blue auxilliary trocar easily into the anvil portion of the device. The surgeon eventually forced the device in and then had difficulty removing. The surgeon struggled with the device, but the device fired fine once the auxilliary trocar had been safely removed. Two devices had the same problem. As a result of the difficulties encountered with this device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.